Event description:
It was reported when using the bd pyxis medstation es system drawer was failed and prevented user from retrieving medication to patients. The customer added that the user was able to retrieve medications from another system. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pockets and drawers were failing. The field service engineer reseated row board cables and replaced pockets to resolve. The system functioned as intended after the field service engineer troubleshooted the device.